Event description:
During a coronary drug eluting stenting treatment procedure, the stent was damaged a 4.00x8mm taxus express2 drug eluting stent was unable to cross a lesion in the proximal right coronary artery, it was reported for the calcium in the vessel" the stent struts opened. No patient complications were reported.